Event description:
The customer contacted baxter's technical service center regarding a system error 2240 alarm, which occurred on the homechoice (hc) during use, during dwell 4 of 4. The home patient (hp) would contact the peritoneal dialysis (pd) nurse about doing a manual exchange. There was patient involvement but no patient injury or medical intervention indicated at the time of the initial report. The baxter product surveillance contacted the hp on (B)(6) 2011 in regards to a system error 2240 alarm and she said she was able to resume therapy after starting over with new supplies. She said the alarm went off while she was sleeping and she had never disconnected. She said the baxter technical service representative (tsr) had her disconnect and had her call her nurse and do a manual exchange. She did not notice anything unusual with any of the previous supplies. She did have a sample available and said she would also send a companion sample in as well. She did have a lot number h11f30076. Since then she has been resuming therapy successfully. There was patient involvement but no reported injury or medical intervention.

Manufacturer narrative:
(B)(4). A request for the return of the device has been made. Should the device be received by baxter for evaluation, a follow-up report will be filed upon completion of an evaluation or if any additional information becomes available.

Manufacturer narrative:
(B)(4). Evaluation summary: a companion sample was received and evaluated. The reported problem was not confirmed. The root cause was undetermined. A batch review was conducted and no issues were found related to the reported condition during the manufacture of the lot. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. This issue has been escalated to CAPA.